Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted surgical procedure that recoverable fault 23008 occurred against axis 8 of the left master tool manipulator (mtml). The intuitive tech support engineer (tse) advised to perform a hard power cycle of the surgeon side console (ssc) after exercising the mtml grip. The same fault occurred. The customer pressed the 'recover' button multiple times. There were no faults reported after pressing 'recover'. The procedure was completed laparoscopically. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: converting the procedure to laparoscopic did not result in adding additional ports, nor increasing the port sizes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtml. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm2) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, no faults could be identified. Based on failure analysis findings a potential root cause was attributed to the old version of the axis 7 motor and the axis 7 sensor.

Event description:
Refer to h11 for follow-up information.